Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error, a correction was updated on 04/22/2026. Upon clarification, the patient reported experiencing a skin reaction at the sensor patch site, which she attributed to a known latex allergy. The patient indicated that she took an unspecified antibiotic (not prescribed for this event) to treat the reported rash and redness and reported improvement following its use. No diagnostic testing was conducted. Although the patient has a documented latex sensitivity, the substance to which the patient is allergic is not a component of the dexcom adhesive. As such, the available information does not support a device-related allergic reaction. Additionally, while antibiotic use was reported, this treatment was not prescribed for the reported event. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2026-133985 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6)2026. According to the patient, she experienced itching, rash, redness, and scabbing involving the entire adhesive patch area on the same day the sensor was inserted. The patient stated that she believed the reaction was related to a latex allergy and reported taking an unspecified antibiotic to address the rash and redness. At the time of reporting, the patient¿s condition was stable, and no additional details were provided. Although an allergic reaction to the adhesive was alleged, no medical confirmation or allergy testing was performed. Latex is not a component of the dexcom adhesive; therefore, the information provided does not indicate a confirmed device-related allergic reaction. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.